Event description:
Device has been explanted.

Event description:
Patient reported, left side "capsular contracture, baker grade iii". Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Manufacturer narrative:
Healthcare professional is now reporting left side exchange with no complaint against the device as reason for removal. This record is no longer reportable to the FDA and will be un-reported. Additional, changed, and/or corrected data: b2, b5, d6a, h1, h6, h11.

Event description:
Patient and healthcare professional previously reported left side capsular contracture baker grade iii. Healthcare professional is now reporting left side exchange with no complaint against the device as reason for removal. Rupture and capsular contracture were only on the contralateral side.